Event description:
Complainant alleged that the clinician was attempting to pace a pt (age unknown) who was presenting a bradycardia algorithm. The device's ppm was set at 80, and the ma was raised to 140, but there were no pacer spikes displayed on the device screen, the pt did not keep any pacing pulses. The clinician then obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.